Event description:
The pt underwent pci of the target lesion (B)(4) proximal left anterior descending artery. The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. Pre-dilation with a balloon (signet plus: 2.5/13mm) was conducted and a (bms) bare metal stent (vision: 3.5/13mm) was implanted. Ivus was conducted and then durastar (3.5x10mm) was inflated at the proximal end of the stent, but the balloon ruptured at 14 atms. Physician confirmed the leakage of the contrast medium. A different balloon (powered lacrosse 3.5x8mm) was used instead and the procedure was safely finished. There was no pt injury reported. The product was clinically used and will not be returned for analysis because of the pt's infectious disease. There was no difficulty removing the product from the package or any damages noted prior to inserting the product into the pt. The device prep normally (i.e. Maintain negative pressure). An everest indeflator was utilized with durastar. After the procedure, the pt was table. No further info was available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.